Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon review, the right ventricular lead exhibited noise which led to loss of capture. Also, a decrease in right ventricular pacing lead impedance was noted. The right ventricular lead was capped and replaced on (B)(6) 2019.